Event description:
The device was returned to the service center with a report from the customer contact that stated housing battery with corrosion. This is not a reportable malfunction. However, during verification testing at the service center, battery leakage was noted in the battery compartment, on the battery door, and on the middle printed circuit board of the device.

Manufacturer narrative:
During testing, corrosion from battery leakage was noted in the battery compartment, on the battery door, and on the middle printed circuit board of the device. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.